Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced several issues. The implant was sticking up out of the skin and laying on its side. Additionally, there was no connection with the implant, and the patient programmer displayed a sync screen issue. The screen showed an "I" in the upper right corner and a clear battery leaning on the side. The patient attempted to connect the patient programmer to the implant multiple times, but continued to encounter the sync screen or the other screen with the described symbols. Despite resetting the controller, the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for further assistance. No patient symptoms or complications have been reported as a result of this event.